Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 156 mg/dl. The customer stated that she was bent over something, and when she came up, she received the alarm; she thought she may have hit the device. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button error alarm. However, the device had no button response due to corroded keypad traces. No flattened or creased dome switches noted on keypad assembly. The unit had cracked belt clip slot, cracked reservoir tube, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.